Event description:
At the beginning of the 2019 the recipient experienced dizziness. Up until early summer the recipient had good performance with the device, but then there was a degradation. The recipient was successfully re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of 2019 the recipient experienced dizziness. Up until early summer the recipient had good performance with the device, but then there was a degradation. Due to the appearance of high channels, the audiologist requested an integrity test.